Event description:
Customer reports that pt presented with a surgical wound dehiscence 14 days following an orthopedic procecure. Incision was debrided and treated with wound care treatments/wound healing cream. No further surgery or action was needed.